Event description:
A caller reported a tandem mobi cartridge alarm, and it was confirmed as a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Although the issue did not occur during the load process, the customer experienced cartridge alarms with consecutive cartridges, leading to discussions with technical support. Despite having three pumps previously replaced due to similar issues, a customer service agent advised the caller to check supplies. The customer tried using supplies from a new box and did not encounter the cartridge alarm again. Technical support planned to send replacement supplies and advised the customer to monitor the situation and call if the issue reoccurs.